Event description:
Approximately 3 years and 5 months after implant, the coordinator noted that the clamp nut of the driveline connector was loose. The clinical specialist arranged for the engineer to come to the site to perform a repair. During the repair of the driveline connector clamp, the engineer noted that the strain relief was not back filled with silicone therefore the engineer also back filled the strain relief with silicone. The event was resolved without patient injury. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump was not returned for evaluation as a field servicing was performed to mitigate the reported event. The reported event was confirmed via visual inspection, which revealed that the clamp nut of the connector was loose. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues; it identified that the most likely root cause is a inadequate thread locking of the connector nut due to low bond strength of the adhesive followed by exposure to miscellaneous vibrations. There are no known clinical factors that could have contributed to this event. Fsca jan2013/z-1323-2013 was distributed as a notification to sites to inspect rear portion of the hvad® pump's driveline connector housing, in case it became partially separated or fully separated from the front portion of the driveline connector. The most likely root cause of the loose controller driveline connector is inadequate thread locking of the connector nut due to low bond strength of the adhesive followed by exposure to miscellaneous vibrations. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.